Event description:
It was reported that the patient's blood glucose level rose to 576mg/dl. It was also reported that the pump has emitted multiple loss of prime warnings. The reporter believes that the loss of prime contributed to the high blood glucose values. The patient changed out the cartridge and infusion set and has continued to use the pump with no reported issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no loss of prime observed in the black box. A rewind, load, and prime sequence was performed with no loss of prime occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime duplicated. Unrelated to the complaint, investigation revealed a discolored/faded display screen and a cracked battery compartment. These malfunctions have no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.